Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 50 mg/dl. Customer alleged low bg level was due to the documented malfunction and was corrected through carbohydrate consumption. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.